Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead, product type: lead, product ID: neu_unknown_lead, product type: lead, product ID: neu_unknown. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, product ID: neu_unknown_lead, product ID: neu_unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. The trial date was unknown. It was reported that they had no account pulled-up. Patient reported that they needed a new dressing since it was coming-out. Advised to call their physician and let the physician know about it. Additional information was received from a manufacturing representative (rep). They reported that the patient said the doctor put 10 units on their spine and their dressing was starting to come out and the wires were starting to show up. Rep tried pulling up the patient¿s account in my journey portal, but they were unable to locate any patient¿s information. Rep confirmed with the patient that the procedure was for the patient¿s bladder symptoms. Rep also confirmed that the patient was on trial. Rep also advised the patient to contact their clinician. They also tried to ask the patient if they could remember the name of the patient¿s sales representative, the patient said, just forget about it a nd hung up.